Event description:
It was reported that this right ventricular (rv) lead had dislodged. It was believed that this was related to twiddlers syndrome. Subsequently, the patient underwent a revision procedure, and this product was explanted and successfully replaced. The explanted lead was disposed of and will not return for analysis. Outside of the revision procedure no additional adverse patient effects were reported.